Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) . It was reported that  they were on the cruise out of the country and on the last day of the cruise they felt like their therapy was not working. They had to go to the bathroom frequently, every 30 mins and wear diapers. This was on jan 21. The caller did not check the device until two days later after getting home and charging the handset and the therapy appeared to be off. The caller reports that they turned it back on and it was at .1 and they increased it. The caller reported being on 2.8 or 2.9 prior to that. Explained changing programs and how the therapy turns off when that happens and it needs to be increased from 0.1, unlike turning it off and back on while remaining on the same program where it comes back on at the intensity where it was left. The caller indicates that it was on program 3 and they did not change it. The caller reports that they did have to walk thru security gates as part of the traveling. Documented reported event. No further action was taken by patient services.